Event description:
At 23 week premature infant delivered and placed into new giraffe omnibed with radiant heat on at 100%, infant's temp noted to be continually low. At some point when lid closed, it was discovered that bed was not emitting heat at all. Infant remained hypothermic. Infant switched out into new omnibed and infant's temp slowly returned to normal. No harm to infant

Manufacturer narrative:
The following elements have blank data.

Event description:
(B)(6) premature infant delivered and placed into new giraffe omnibed with radiant heat on at 100%, infant's temp noted to be continually low. At some point when lid closed, it was discovered that bed was not emitting heat at all. Infant remained hypothermic. Infant switched out into new omnibed and infant's temp slowly returned to normal. No harm to infant.